Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record and complaint history for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and (B)(4) ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Pseudoaneurysm, is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification and the root cause is unk as it cannot be definitively determined.

Event description:
The pt underwent a complicated intervention with rotablator and stents following access of the femoral artery using the axera device. The procedure concluded unremarkably and the pt was transferred to the ward. Upon examination the next morning, a pseudoaneurysm was detected which required surgical repair. Surgery was successful and the pt was discharged the following day. The physician new to the axera device and this was one of his first cases.